Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the v60 power cord was not giving a constant reading, the cord seemed to have a connection issue. There was no patient involvement.